Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The site was contacted to discuss starting new log files on the laser system.

Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. It was reported that the ablation system functioned as designed. The system was found to be fully functional.

Event description:
A medtronic representative reported that a day post-operatively following a soft tissue ablation (neuro) procedure, it was identified the patient presented with a fourth nerve palsy. No additional information was provided.